Manufacturer narrative:
Date of event is unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the needle hub separated from the catheter during use. The following information was provided by the initial reporter: material no:386862. Batch no: 1175136.   It was reported by the consumer the catheter disconnected from the needle hub after inserting into the patient.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the needle hub separated from the catheter during use. The following information was provided by the initial reporter: material no:386862. Batch no: 1175136.   It was reported by the consumer the catheter disconnected from the needle hub after inserting into the patient.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.